Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced poor sound quality and imbalance. The patient was treated with a course of steroids (date not reported) for the reported imbalance. The implanted device remains.